Manufacturer narrative:
Manufacturer's investigation conclusions: a direct correlation between the device and the reported patient outcome could not be determined through this evaluation. No alarms or functional issues with the lvas were reported in association with the event. No prior complaints were filed for this patient. The heartmate 3 lvas IFU lists death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the healthcare facility reported that the patient's death was expected.

Manufacturer narrative:
The approximate age of the device was 5 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2018. It was reported that the patient expired. The cause of expiration was not provided. No further information was provided.